Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. Fdm, fdr, fdc apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was having issues receiving images from the imaging system as it was stuck in waiting. The site had tried to manually push the images over but were unsuccessful. There was a nav tag on the patient's exam from the imaging system. Troubleshooting was performed by trying to reboot both systems and bypass the bulkheads, but neither resolved the issue. The site aborted navigation to complete the procedure. There was an approximately 20 minute delay to the procedure and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
Software analysis completed and was unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. (B)(4). If information is provided in the future, a supplemental report will be issued.